Manufacturer narrative:
(B)(4). We received one used (filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In 'as-received' condition the white clamp was closed. The original wing cap was not handed over by the customer. After opening the top cap, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. The sample was filled with nacl 0.9 % up to the nominal volume (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected during the test. The received sample is within our specifications. Hence we assess this complaint to be not justified. Reviewed the device history record and no abnormalities found during in process and final control inspection. We have informed our manufacturer accordingly. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): no infusion.